Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08705 inches. No excessive no delivery or motor error alarms noted. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners, display window and battery tube threads. The pump also had a minor scratched display window and case. The insulin pump was received with stained end cap sticker and back address serial number label.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 7pm due to diabetic ketoacidosis. The customer¿s blood glucose at the time of admission was 575 mg/dl. The customer had pneumonia. The customer was given antibiotics and was re-hydrated. The customer also reported that the device had no delivery alarm and motor error alarm. The customer was able to complete the insulin pump rewind. The insulin pump will be returned for analysis.